Event description:
It was reported that the ventilator generated a low pressure alarm while it was connected to a ventilator that was connected to a patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor mini alarmed for "low pressure". After replacement of the capacitor for the motor, the compressor mini was running as expected and the device was returned back to the customer for clinical usage. The capacitor has been returned for investigation. The reported failure was reproduced during testing of the returned capacitor in a reference compressor. If the compressor cannot deliver enough air pressure, the connected ventilator will generate alarms for low air supply pressure and high o2 concentration. If no oxygen gas is connected to the ventilator, the failure may lead to a stoppage of ventilation. The root cause for the capacitor's failure has not been determined.

Event description:
(B)(4)